Event description:
The patient reported that he was hospitalized in 2007, due to erratic blood glucose. He stated that he changed his insulin on the evening of 2007, and he experienced normal blood glucose readings the following morning. He stated that as the day progressed his blood glucose elevated and he was bolusing more insulin. He then began to experience heart palpitations and he went to the hospital. His blood glucose was measured at 590 mg/dl and he was diagnosed with diabetic ketoacidosis. He stated that while in the hospital he bolused a total of 30 units of insulin and his blood glucose did not decrease. He then changed the infusion tubing and his blood glucose did not decrease. He finally changed the insulin cartridge and his blood glucose decreased within an hour. He stated that he believes the insulin was the cause of the elevated blood glucose. He also stated that his blood glucose has remained elevated since being released from the hospital (as high as 410 mg/dl) and he has also experienced low blood glucose (50-60 mg/dl). The patient was advised to switch to his backup infusion device. Upon follow up the patient stated that his blood glucose has returned to normal since switching to his backup infusion device. Product was requested to be returned for evaluation.